Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine via an implantable pump. It was reported that a pump refill was performed on (B)(6) 2022. The pump concentration was mistakenly increased to 15 mg/ml and the dosage was increased by 15% to 0.062 mg/day. The pump was updated, but no bridge b olus was performed. Nobody realized the mistake until (B)(6) 2022. The pump was intended to administer morphine with concentration 0.9 mg/ml at a simple continuous dose rate of 0.0545 mg/day. How to calculate the actual dosage being given by the synchromed ii pump was questioned. As of (B)(6) 2022 there had been no complaint received from the patient or patient's family regarding any signs of overdosing. However, the company representative was in need to advise the healthcare provider on how to correct the situation in the safest manner. The healthcare provider wanted to know if no changes are made, then what would be the actual dosage the patient was receiving. This would then allow him to monitor the patient over the coming weeks, and when patient is due for their next refill, to then change to the correct concentration and dosage. It was being considered that with a morphine concentration of 0.9 mg/ml and pump dosage of 0.0545 mg/day (simple continuous), the flow rate would be 0.0605 ml/day. It was also being considered that with a morphine concentration of 15 mg/ml and dose rate of 0.062 mg/day, the flow rate would be 0.0041 ml/day. It was further being considered however, that a flow rate of 0.0041 ml/day is too low to be able to be programmed, as the minimum programmable flow rate would be 0.048 ml/day. Without performing a bolus, it was also being considered that the pump tubing and catheter would still contain t he old drug concentration (0.9 mg/ml). It was reviewed that because the flow rate would be decreased to 0.0041 ml/day, which is an unprogrammable amount, the old drug was would theoretically be delivered at a lower flow rate and the patient would therefore be expected to receive less drug. It was reviewed that 0.0041 ml/day x 0.09 mg/ml = 0.00369 mg/day, and it was being considered that it would be expected that the patient would be expected to have under-dose symptoms rather than over-dose symptoms. Regarding the low flow rate, it was being considered that it would take a long time for the new drug to arrive at the tip of the catheter. As per the logs provided, the pump administered morphine with concentration0.9 mg/ml at a dose rate of 0.05795 mg/day as of 2022-aug-29. The old 24 hour dose was 0.05005 mg/day and the new 24 hour dose was 0.05795 mg/day. The pump tubing volume was considered as being between 0.199 ml and 0.289 ml. The catheter volume was 0.198 ml. The hcp programmed both the old and new drug with the same concentration 0.9 mg/ml. The time since the programming session was exactly 3 days. The new flow rate was reviewed as being (0.05795 mg/day / 0.9 mg/ml =) 0.0644 ml/ day. In the past 3 days (0.644 ml/day x 3 days = 0.193 ml drugs had been delivered, which means that right now the new drugs were still in (almost at the end of) the pump tubing. For the new drugs to arrive at the tip of the catheter, in total it would take 6.165 days since the last programming session. This means that there would be 3 days left for the new drugs to arrive at the tip of the catheter. It was further being considered that if the hcp does not change anything in the programming, the patient would be expected to receive (15 mg/ml x 0.0644 ml/day =) 0.966 mg/day from that moment on, which would be very high. It was further reviewed that if the pump is filled with 15 mg/ml morphine, in order to be able to have a 24h dose of 0.05795 mg/day, the pump must be programmed to a flow rate of 0.0039 ml/day, which was being considered as impossible to program.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient experienced no symptoms as the mistake was realized before drug had reached the cerebrospinal fluid (csf). The clinician programmer synchromed ii software version used at the time of the event was 1.1.413. It was indicated that there were no known external/environmental/patient factors that may have caused or contributed to the event / pump concentration mistakenly increased to 15 mg/ml. Regarding actions taken to resolve the event, it was noted that instructions from technical services were received and were followed to ensure patient safety. Technical services had previously advised that the best / safest way to advance and to be able to deliver 0.05795 mg of morphine per day, was to start all over again and fill the pump with 0.9 mg/ml morphine. This included to remove all drugs from the pump and catheter, meaning that there would only be drug left in the pump tubing. It was further advised that subsequently after rinsing the pump reservoir, they would then refill the pump with the correct concentration (0.9mg/ml). It was also previously advised that to fill the pump tubing with the new concentration without risking that the patient will get an overdose, they would need to program a sequence of short boluses after which they could then aspirate the catheter access port. Once the pump tubing was filled with the new drugs, they could then also perform a priming bolus to prime the rest of the catheter. It was further reported that the event was resolved. The patient¿s age and weight at the time of the event were unknown.

Manufacturer narrative:
Concomitant medical product: product ID a810 clinician programmer software version: 1.1.413 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810 clinician programmer software version: 1.1.413; ubd: unknown UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software g6 correction: 30 day was not checked in error regarding previous reported (follow-up #1) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.